Event description:
It was reported that during a bypass gastric surgery (bariatrics) procedure, the first 4 blue reload firings correctly. The 5th cartridge was a white reload, the stapler did not sound as usual when the device was fired. He opened the stapler and showed the reload with some staples out on the tissue and others that stayed in the reload. (Inconsistant staple formation). There was no adverse patient consequence.